Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The cables between the mixer and ventilator interface board were noted to be loose. The cables were secured.

Event description:
The hospital reported that, during the preoperative checkout, the unit had ventilator alarms. There was no report of patient involvement.